Manufacturer narrative:
Graft ID 2842693 was not returned for rti and remains implanted. Investigation: review of internal records, medical release, manufacturing history, and qa/qc reviews performed. A graft from the same manufacturing episode and donor ID was submitted to an independent laboratory for the detection of hepatitis c viral nucleic acid (dna/rna) by quantitative polymerase chain reaction testing. No recipient screening or confirmatory testing results have been provided to rti to date. Results: the graft underwent all normal processing methods including demineralization and irradiation at a validated dosage to eliminate potential viable microbes. Graft ID 2842693 passed all release criteria prior to distribution. Furthermore, independent testing results of a graft from the same manufacturing episode and donor was negative for the presence of hcv rna. Conclusion: the processing method utilized for the graft; irradiation and demineralization, are validated to eliminate the potential of disease transmission. Furthermore, testing concluded an associated graft was negative for hcv. The rigorous testing that has been performed on the donor tissues, coupled with the fact that rti's processes are validated to eliminate the potential for viral transmission through an allograft implant indicates that the recipient likely contracted the virus from a source other than the allograft implant.

Event description:
Distributor reported recipient tested positive for hepatitis c on initial screening test.